Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking from the patient connector during drain 4. Treatment was cancelled. The set was discarded. During follow up, the patient reported there were no serious injuries or complications. The patient's effluent remains clear. Patient was not prescribed antibiotics.